Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the implantable drug infusion device. The drug being delivered was 10 mg/ml morphine (unknown) at 1.5 mg/day. The reason for use was non-malignant pain. It was reported that the pump had gone empty ¿months ago¿ and they are pretty sure the eri is going off as well so to be proactive they want to shut off the pump. Caller stated this is their first time seeing this patient and they will be managing the pump moving forward. They provided code 3548 to shut off pump with the tablet. The event date was reported as (B)(6) 2019. There were no symptoms reported. There were no further complications reported/anticipated.